Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. A pinhole was identified proximal to the cuff edge/seam consistent with wear at a fold. The pump was visually and microscopically examined, and leak tested. No anomalies were found with the pump. The balloon was visually and microscopically examined, and leak tested. No anomalies were found with the balloon. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reason. The device was returned and analysis identified a hole in the cuff.